Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to low blood glucose. Caller stated that his son is running lower than normal. The previous blood glucose reading was 71 mg/dl. Customer tested again and the reading was 42 mg/dl. Customer treated for the low and he had a seizure. The blood glucose reading at the time of the event was 105 mg/dl. Customer feeling shaky and confused. Caller stated that may have not accounted for the active insulin and over-bolused for breakfast. Nothing further reported.